Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise and noise over-sensing was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 51.7 cm to 51.9 cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to the device can.